Event description:
It was reported via user facilities report, during the surgical procedure, the physician placed a 32ml trial head into the hip for a right total hip. The trial head slipped off into the surrounding tissue. Numerous attempts were made, but the trial head could not be retrieved.

Manufacturer narrative:
During hip surgery, the trail head slipped off into the surrounding tissue. Numerous attempts were made, but the trail head could not be retrieved. The results of the investigation are not determined as no devices were returned for evaluation. No catalogue or part family info was provided. A review of the product experience reporting database and complaint files shows that there have been similar reported events for trial heads. Similar complaints indicate the risk to the pt if the trial head is lost. Dr. Performed a medical assessment of this risk. The original medical assessment is located in the file which indicates in the event, a trial head disassociates from the stem, there is no increased medical risk to the pt. Due to the biocompatible material, if the part is lost then there is no increased medical risk due to its presence alone. The product development group is manufacturing trail head prototypes manufactured from a biocompatible radel resin that is detected on x-rays. CAPA #3912 was assigned in parallel with the work the development team is pursuing to capture the trial head issue. No further action is required at this time. Product surveillance will continue to monitor for trends.